Manufacturer narrative:
Follow-up #1: date of submission 12/20/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings:the pump was unavailable for investigation due to being disassembled for a previous pump complaint. The pump history from previous investigation was examined and showed only typical usage alarms. The pump¿s total daily dose history correctly reflected the patient¿s programmed basal rates. Performance testing of the device was unable to be completed. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas reporting that the patient had high sugars all night last night. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that she took patient off of the pump and put on alternate delivery method of injections. This report is being made due to the history settings issue.